Event description:
It was reported that the asymptomatic patient presented for in clinic follow up with the right atrial (ra) lead exhibiting over-sensed noise. The lead was capped and replaced (B)(6) 2021. The patient was stable.